Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer stated that they were off insulin pump and has been sick almost died. Customer stated that they had diabetic ketoacidosis on second week of (B)(6) 2021. Customer stated that the insulin pump not given any alert that insulin was not delivering insulin. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.